Event description:
Physician called cardiac code, defibrillator brought into patient's room, plugged in, and used for monitoring until it quit. Screen went blank after 10 minutes in use, neither defibrillator or cart had been bumped or touched. Tried, but unable to reset. Patient was still being monitored by 12 lead EKG. Replacement defibrillator brought in to monitor patient. Patient never recovered his blood pressure or had palpable pulse. Toward end of 32 minute code, patient was shocked 3 times using the defibrillation paddles of the replacement defibrillator.